Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s), and provides general instructions for use, as well as warnings, precautions, and potential complications associated with the device. Upon receipt of new, or additional information, a follow-up report will be submitted as applicable. Expiry date (01/2022); device not returned.

Event description:
It was reported that during a preparation for biopsy, white powder was allegedly found at the connection part of suction rinse tube cassette. There was no reported patient contact.

Event description:
It was reported that during a preparation for biopsy, white powder was allegedly found at the connection part of suction rinse tube cassette. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor enspire vacuum and rinse tubing cassettes were returned for evaluation. The sample appeared to be clean and not used. It was noted the female connector to the vaccuum tubing had white dry residue. The residue could be scratched off and appeared to be present on the exterior and not the interior of the connector. Additional ftir analysis was performed and determined the white residue material content is excess adhesive (glue), a known component used during the manufacture of this device. Therefore, the investigation is confirmed for the reported foreign material issue as the white residue was found to be excess adhesive (glue). A definitive root cause could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022), g3. H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.